Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer¿s spouse assisted and delivered a manual insulin injection to address the elevated bg's. The customer cleared the alarm and continued to use the pump for insulin therapy.